Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial test inr = 1.7; retest inr = 2.5. Therapeutic range: 2.3-3.0. Time between tests: 1 hour. Pt has not been hospitalized, but she woke up bleeding, from where she did not specify, but she believed the inr results she obtained on the meter to be too low since she was bleeding before she pricked her finger. No lab testing was performed and no medical intervention occurred at the time of the call. Technical service rep called the customer on (B)(6) 2013 to follow up; it was not determined where the bleeding was coming from. Pt did not receive any medical treatment or intervention other than her dose of coumadin was adjusted.

Manufacturer narrative:
Investigation pending.